Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient that the patient presented in clinic for follow up. Upon device interrogation, the pulse generator exhibited diagnostics anomaly. The device¿s diagnostic history would not show up. Programming changes were discussed. No intervention was performed. The patient was stable.